Manufacturer narrative:
UDI=( (B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator the devices were not returned to bsn.

Event description:
A report was received that the patient's stimulator was shorting out. It was also reported that on physical examination, the original suture behind the right ear was visible and the physician removed the stitch. There was a suspected infection and the patient was prescribed antibiotics. The physician believed that it was related to the procedure since the lead was not deep enough under the skin. The patient underwent a procedure where the leads and extensions were replaced per physician's preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had one contact with high impedance but it was not certain if this was the cause of the stimulator shorting out. The lead with high impedance was replaced. It was also noted that there was an actual breakage of the patient's skin behind the patient¿s ear. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's stimulator was shorting out. It was also reported that on physical examination, the original suture behind the right ear was visible and the physician removed the stitch. There was a suspected infection and the patient was prescribed antibiotics. The physician believed that it was related to the procedure since the lead was not deep enough under the skin. The patient underwent a procedure where the leads and extensions were replaced per physician's preference. The patient was reportedly doing well postoperatively.